Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (total hysterectomy ). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 774376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nuvaring since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 3 years 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71.655 kgs. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporter information, lab data, product information, concomitant drug event severe abnormal bleeding (vaginal), menorrhagia were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 39-year-old female patient who had essure (batch no. 774376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included dysmenorrhea, ovarian cyst, abdominal pain and hemorrhage (nos). Concomitant products included nuvaring since 2010 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, 3 years 6 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish ,"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and cyst ("cyst"). The patient was treated with surgery (hysterectomy (uterus and cervix removed) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, cyst, depression and anxiety outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, cyst, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion procedure performed without complication and patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. On (B)(6) 2011, hysterosalpingogram: impression: essure fallopian tube occlusion devices appear in satisfactory position with tubal occlusion confirmed. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: pfs received : added new events psychological or psychiatric problems condition: depression and mental anguish , added concomitant medication, patient demography and updated event onset dates. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 39-year-old female patient who had essure (batch no. 774376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included dysmenorrhea, ovarian cyst, abdominal pain and hemorrhage (nos). Concomitant products included nuvaring since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 3 years 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), cyst ("cyst") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (uterus and cervix removed) with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia and cyst outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, cyst, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion procedure performed without complication and patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71.655 kgs. On 25-jan-2011, hysterosalpingogram: impression: essure fallopian tube occlusion devices appear in satisfactory position with tubal occlusion confirmed. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident; at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 39-year-old female patient who had essure (batch no. 774376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included dysmenorrhea, ovarian cyst, abdominal pain and hemorrhage (nos). Concomitant products included ethinylestradiol; etonogestrel (nuvaring) since 2010, fluoxetine hydrochloride (sarafem) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 6 months after insertion of essure. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish ,"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), cyst ("cyst"), urinary tract infection ("uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (uterus and cervix removed) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menstrual disorder, cyst, depression, anxiety, urinary tract infection and dyspareunia outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, cyst, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion procedure performed without complication and patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Essure fallopian tube occlusion devices appear in satisfactory position with tubal occlusion confirmed. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received: event dyspareunia, uti added. Concomitant medication added. Outcome of event abnormal bleeding added as recovering. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 39-year-old female patient who had essure (batch no. 774376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included dysmenorrhea, ovarian cyst, abdominal pain and hemorrhage (nos). Concomitant products included nuvaring since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 3 years 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), cyst ("cyst") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (uterus and cervix removed) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia and cyst outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, cyst, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion procedure performed without complication and patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71.655 kgs. On (B)(6) 2011, hysterosalpingogram: impression: essure fallopian tube occlusion devices appear in satisfactory position with tubal occlusion confirmed. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication event's abdominal pain and cyst were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. 774376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included dysmenorrhea, ovarian cyst, abdominal pain and hemorrhage (nos). Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since 2010, fluoxetine hydrochloride (sarafem) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 6 months after insertion of essure. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish ,"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), cyst ("cyst"), urinary tract infection ("uti") and dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (uterus and cervix removed) with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and urinary tract infection had resolved and the menstrual disorder, cyst, depression, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, cyst, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion procedure performed without complication and patient tolerated the procedure well. Patient received treatment for abnormal bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Essure fallopian tube occlusion devices appear in satisfactory position with tubal occlusion confirmed. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. 774376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included dysmenorrhea, ovarian cyst, abdominal pain and hemorrhage (nos). Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since 2010, fluoxetine hydrochloride (sarafem) and paracetamol (acetaminophen). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 6 months after insertion of essure. In (B)(6)2010, the patient experienced abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish ,"). On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), cyst ("cyst"), urinary tract infection ("uti") and dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (uterus and cervix removed) with bilateral salpingo-oopherectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and urinary tract infection had resolved and the menstrual disorder, cyst, depression, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, cyst, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion procedure performed without complication and patient tolerated the procedure well. Patient received treatment for abnormal bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: essure device was successfully occluded. Essure fallopian tube occlusion devices appear in satisfactory position with tubal occlusion confirmed.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events pain, abnormal bleeding and bladder/urinary problems was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. 774376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included dysmenorrhea, ovarian cyst, abdominal pain and hemorrhage (nos). Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since 2010, fluoxetine hydrochloride (sarafem) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 6 months after insertion of essure. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish ,"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), cyst ("cyst"), urinary tract infection ("uti") and dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (uterus and cervix removed) with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and urinary tract infection had resolved and the menstrual disorder, cyst, depression, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, cyst, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion procedure performed without complication and patient tolerated the procedure well. Patient received treatment for abnormal bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Essure fallopian tube occlusion devices appear in satisfactory position with tubal occlusion confirmed.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: outcome of events pain, abnormal bleeding and bladder/urinary problems was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.